Manufacturer narrative:
Motor tested outside of device and passed. Insulin pump was unable to prime due to moisture damage noted in force sensor. Insulin pump passed basic occlusion and displacement test. It had a cracked battery tube threads, belt clip slot broken, cracked reservoir tube lip, reservoir tube cracked and end cap sticker stained. No motor error alarms noted.

Event description:
The reported a motor error alarm during bolus. The blood glucose reading is 185 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).